Manufacturer narrative:
Correction to complaint summary/b5 from: it was reported that the battery of this pacemaker was suspected to be depleting prematurely. Technical services (ts) confirmed the pacemaker is increasing in power consumption in a gradual fashion and the pacemaker has reached its replacement mode interval. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported. To: it was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported. Additional information was received that this device was explanted and has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported. Additional information was received that this device was explanted and has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this accolade was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Correction to complaint summary/b5 from: it was reported that the battery of this pacemaker was suspected to be depleting prematurely. Technical services (ts) confirmed the pacemaker is increasing in power consumption in a gradual fashion and the pacemaker has reached its replacement mode interval. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported. To: it was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Technical services (ts) confirmed the pacemaker is increasing in power consumption in a gradual fashion and the pacemaker has reached its replacement mode interval. Device replacement was recommended. This device is currently still in service, and therapy remains uninterrupted. No adverse patient effects were reported.